Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving compounded baclofen (unknown concentration and dose at the time of the event) via an implantable infusion pump. Indications for use included intractable spasticity and multiple sclerosis. It was reported that the pump logs indicated a motor stall occurred on (B)(6) 2015 at 08:56. A motor stall recovery occurred the same day ((B)(6) 2015) at 09:40.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the pump was last examined on (B)(6) 2015 and the pump settings were last changed on (B)(6) 2015. The pump contained baclofen 500 mcg/ml at 95.05 mcg/day. The lot number for the compounded baclofen was unknown. It was noted there were no other medications the patient was taking at the time of the event. The patient's pertinent medical history included pain and multiple sclerosis. The cause for the motor stall was unknown. The patient did not report any symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.